Event description:
It was reported that the implantable pulse generator (ipg) histograms and the percentage paced indicate that the patient is predominantly sensed when this is a pacemaker dependent patient. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.